Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a laser video ureteroscopy for stone treatment, the procedure was prolonged greater than 30 minutes and completed with a non-olympus device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h6. The device was evaluated and no reportable findings were identified. Based on the results of the investigation and since there was no allegation of a malfunction from the customer, the relationship between the device and the adverse event cannot be confirmed. Therefore, the root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.